Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history for (B)(4) from 27 may 2017 to aware date (B)(6) 2018 for similar complaints was performed. There were no other similar complaints identified during the searched period. A 13-month complaint history for b-12 lot# 37 from 27 may 2017 to aware date (B)(6) 2018 for similar complaints was performed. There were no other similar complaints identified during the searched period. Labeling: the vitamin b12 aia-pack b12 application analyte manual states: 3) calibration the calibration curve for the aia-pack b12 is stable for up to 30 days. Calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). Recalibration is necessary if there is a change in the lot number of the b12 pretreatment set. For further information regarding instrument operation, consult the aia system operator's manual. Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause for the reported event was unknown.

Event description:
A customer reported that during the first proficiency testing performance with american proficiency institute (api) survey samples the b12 analyte did not pass on their aia-900. The customer ran bio-rad quality controls (qc) lot number 40960 during the proficiency testing. The analyzer was last calibrated on (B)(6) 2018 for b12 with lot# 37. The customer was unable to provide the full lot# of the b12 assay reagent cups. The customer reported that on (B)(6) 2018, after calibration was completed, qc was within range; however, on (B)(6) 2018, a qc drop was detected. The customer reported that b12 api survey samples were received on (B)(6) 2018 and ran on (B)(6) 2018 with the following results: sample ID, result , expected api result: 01, 249 pg/ml, 303 - 450 pg/ml; 02, 456 pg/ml, 828 - 1725 pg/ml; 03, 453 pg/ml, 726 to 1110 pg/ml. The customer failed all three api survey samples for b12. Two months later the customer kept the same b12 api survey samples, but was kept refrigerated and not frozen. The customer repeated the same b12 api survey samples with the following results: sample ID, result, expected api result: 01, 335 pg/ml, 303 - 450 pg/ml; 02, 765 pg/ml, 828 - 1725 pg/ml; 03, 810 pg/ml, 726 to 1110 pg/ml. The customer failed the api b12 survey again. Quality controls ran were with a new lot as well. There were no reported error codes or flags during the original api survey material run. No problem found when troubleshooting a past issue. The customer was instructed to run level 1 qc and a known patient sample 10 times for precision. The technical support specialist sent a new lot of mac qc for comparison. On (B)(6) 2018, the technical support specialist (tss) confirmed that customer ran both qc and a patient sample for precision on b12. The customer stated that the reproducibility was excellent and had no issues with the precision. The customer did not have any cv% available. They did not run the mac qc material. The customer is satisfied with the troubleshooting and found that the issue which occurred was not with the aia-900 analyzer. There is no indication of any patient intervention or adverse health consequences due to this event.